Manufacturer narrative:
(B)(4). The device locked in the ligature of the cystic duct. It was necessary to remove a segment of it (cystic duct) because the device didn¿t unlock.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips and 3 clips with gap. In addition the device locked out as intended. Upon disassembly of the device, the feedbar was found damaged; in addition, the ratchet pawl was also noted to be damaged, causing the experienced anti-backup issue. No conclusion could be reached as to what may have caused the found damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the device sometimes jam and not fire? Did the device fire malformed or unformed clips (as you reported the staples were released integers, they weren't closed)? What is meant by the staples released integers?

Event description:
It was reported that during a cholecystectomy by video laparoscopic procedure, the device locked within the abdominal cavity and the surgeon tried to staple several times, but he didn't succeed. The staples were released integers, they weren't close. It was necessary to use the device of the hospital to complete the procedure. There were no adverse consequences for the patient.